Manufacturer narrative:
Analysis of the information provided by the customer indicate that the cause for the falsely depressed mg results is unknown. The depressed results were indicated by qc on first use of a new lot of flex reagent cartridges. The account did not participate in troubleshooting but switched back to the use of an old lot. The old lot performed well on the same instrument as confirmed by qc and no further action was taken. Siemens will provide an update to this report if additional information becomes available. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
Discrepant depressed magnesium (mg) results were obtained on qc and patient samples. Patient results were reported to physicians. The account repeated the samples with an alternate lot of mg reagent flexes and higher results were obtained. Corrected results were reported. Patient treatment was not altered or prescribed on the basis of the falsely depressed mg results. There was no report of adverse health consequences as a result of the falsely depressed mg results.